Event description:
Had breast augmentation with mentor silicone under the muscle on (B)(6) 2013. Went to ER numerous times. They couldn't find out what was going on. Doctors and test after test with no answers. Diagnosed with rheumatoid arthritis and fibromyalgia. Ended up severely ill to the point of being bed ridden explanted (B)(6) 2018.